Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. Refer to mdrs: 1226348-2018-10411, 1226348-2018-10410, 1226348-2018-10413, 1226348-2018-10414, 1226348-2018-10415.

Event description:
As reported by the ous affiliate, 5 icps and 1 microsensor gave inaccurate readings. The event occurred during the implant procedure. The problem was solved by the 2nd microsensor which was used with the 5th monitor. They did not know which monitors and microsensors were malfunctioning. The surgery was delayed by over an hour with: "deleterious consequence for the patient who has received a neuro-sedation which was unsuitable".

Event description:
New event information received 11 july 2018: (B)(6) 2018: the trephine was removed and haemostasis of the cerebral cortex. There was a cerebral contusion regarding the trephine hole. Language impairment in postoperative but probably linked to the tumor for which the female patient has been operated.

Manufacturer narrative:
Additional event information has been provided. If additional relevant information becomes available, the complaint will be reopened and a follow-up report will be submitted. At present we consider this complaint to be closed.